Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted earlier than expected due to eri (elective replacement indicator).